Event description:
It was reported to philips that the battery (B)(4) for the device generated an error code while on a cadex charger and subsequently failed to charge. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.